Manufacturer narrative:
H6. Investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Fever/infection/artial fibrillation/atrial flutter: fever/infection/artial fibrillation/atrial flutter: the root cause of the injury was unable to be determined due to insufficient clinical details. Respiratory failure/hematuria/hypovolaemia/hemodynamic instability/hemorrhage/major bleed/renal failure/hypotension: the cause of the injury was not determined due to insufficient clinical details. Air in purge system/purge system failure: the clinical details state that there was an "air in purge" alarms and 3 purge cassettes had to be used to resolve the alarm. The data logs show that there were air in purge, purge pressure low, purge system open, purge line click-on not detected, and controller errors alarms on 8/1. The purge pressure can be seen to decrease to about 0mmhg with purge flow increasing to about 30ml/h during this time. The alarms resolve on and off. There are no imc logs to confirm the changing of the cassettes or the key presses on the console. Due to a lack of product returned, imc logs and sufficient clinical information on what was occurring at the time of changing the cassettes, the root cause of the air in purge system, cannot be established. Patient anatomy or condition prior to therapy: the clinical details the patient had many conditions while on cp support before being escalated to the 5.5. Due to the lack of sufficient clinical details, the root cause of the patient anatomy or condition prior to therapy cannot be established. Pump suction: the clinical details state that the pump had suction throughout support that was typically resolved with lowering the p-level. Additionally, the patient was also receiving multiple blood products and was hypotensive throughout support but then also had atrial fibrillation. The data logs show that there were multiple instances of suction triggering throughout support that seemed to have resolved by lowering of the p-level. An rt log was taken during one of the suction events and the ps was spiking with decreases in motor current and pump flows. Based on these values and the differential pressure, the alarms seemed to be accurately triggering. The ps did not appear to be an aortic pressure tracing during this time. Based on the data logs and clinical details provided, the root cause of the suction issue is most likely due to the patient¿s condition.

Manufacturer narrative:
The patient was initially supported with an impella cp for three days and experienced complications and is a serious injury. The patient was escalated to an impella 5.5 and supported for approximately 18 days and experienced complications including but not limited to significant bleeding requiring transfusion 5 units. There is not enough evidence to exclude the impella 5.5 as associated factor to the outcome. However, it should be noted the patient presented in critical condition: diaphoretic, anterior/inferior stemi with a 100% lm occlusion. The patient was unable to fully recover from the cardiac event. Regarding the aic, patient expired for reasons unrelated to the aic. There was no interruption in support as the aic does not appear to have been exchanged, or issue impacted the therapy. Aic device remained in service after the controller failure and defective purge cassette encounter. The medical safety officer reviewed the event and noted the same in that impella 5.5 device cannot be dissociated from the demise outcome. And the impella cp and aic is a serious injury and product malfunction type of reportable event respectively. Related medical device reports: this impella 5.5 device report is one of three devices associated with the event story. Refer to the related manufacturer report number as noted in section h10 for the medical device reports on the impella cp and automated impella controller.

Manufacturer narrative:
Based on the details at hand, there is not enough information to dissociate the impella 5.5 device from the demise outcome. This report on the impella 5.5 is one of three medical device reports associated with the patient's implant experience. Refer to the related manufacturer report numbers as noted in section h10. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device for mechanical circulatory support (mcs) and would experience complications. Impella cp mcs was provided for a total of three days before being escalated to the impella 5.5 device which continued for an additional 18 days. The patient would experience complications and ultimately expire. During the impella cp device explant and the impella 5.5 implant, the patient¿s estimated blood loss was approximately 2.2 liters, receiving 5 units of prbcs, 2 units of platelets, 3 units of frozen fresh plasma, 500 mls. Of albumin, and 29,000 units of heparin. The patient was eventually transferred to the unit on impella 5.5 support. On arrival to the critical care unit, there was no pulsatility to the arterial line and the patient¿s urine was tinged pink. A transthoracic echocardiogram (tte) was performed, confirming normal positioning with a depth of 5.3 cm, with severe global hypokinesis and underfilled left ventricle. The patient was given an additional 500 mls. Of albumin, with all labs being repeated, and anticoagulation being held until reassessment. It was noted that the patient became febrile yesterday morning, prompting a bronchoscopy, blood cultures, and intravenous antibiotics. The bronchoscopy revealed a foreign body in the lung, suggesting aspiration. The following day, overnight, the patient received 250 mls. Of albumin and was transfused one unit of packed red blood cells (prbc) with urine clearing. Later this evening it was noted the patient¿s condition remained unchanged/stable. However, an air in the purge alarm was triggered on this day and required a cassette change. Three cassettes were used to resolve the issue. An automated impella controller (aic) error occurred as well and was resolved prompting the team to place a backup aic outside the patient¿s room. Over the next couple of days intermittent suction was encountered requiring lowering of support level to p-5 then to p-4. Over the next three days, the patient was administered 3 units of prbc. A bedside bronchoscopy was performed due to a poor looking chest x-ray. The patient had bloody secretions and was febrile over the night with a temperature max of 102 degrees fahrenheit. Blood cultures were sent, and the patient was already on broad spectrum of antibiotics. The patient remained intubated, febrile with a temperature maximum of 102 degrees fahrenheit and positive for cough and gag reflex. The next day, the patient failed spontaneous breathing trial (sbt) due to tachypnea. A chest x-ray indicated acute respiratory distress syndrome (ards). Ventilator settings were adjusted. A chest computed tomography (CT) was completed, the following day and indicative of bilateral pneumonia with ards. A beside bronchoscopy performed this morning due to increased oxygen requirements that showed diffuse alveolar hemorrhage in the bilateral lobes. The patient remained intubated and febrile with a temperature maximum of 102 degrees fahrenheit. The patient was hypotensive requiring an increase in vasopressor support and was noted not a candidate for a tracheostomy at this time due to status. Due to worsening lung function, the patient was started on continuous cisatracurium. Diuretics to be increased to assist with interstitial pulmonary fluid removal. It was additionally noted the patient was reported to have atrial fibrillation (af) with rapid ventricular response (rvr) and the following day the patient had atrial fibrillation and flutter with unsuccessful cardioversion. The patient converted to normal sinus rhythm the next morning. Now day 11continuation of support, the patient had ongoing endotracheal tub and oral bleeding that continued through the next day. The patient was given one unit of prbc for low hemoglobin levels at 7.1. Heparin remained suspended. An echocardiogram was planned later in the day with hopes of explanting the impella 5.5 as soon as possible due to the patient¿s ongoing inability to tolerate anticoagulation and left ventricle ejection fraction (lvef) at 40%. The next day, the pump was increased to support level p-8; however, a suction alarm occurred, and support level was decreased to p-6. Additionally, 250 mls of albumin were given before returning the patient to support level p-8. The following day suction alarms were again encountered, a total of four. However, these self-resolved. Heparin was noted to have restarted this day. Renal function remained elevated, and the patient was started on continuous renal replacement therapy (crrt) the next day. Subsequently, the patient was tachypneic and became acutely hypotensive during an exchange of intravenous tubing. Multiple suction alarms were encountered, and support level was briefly dropped to p-5. Eventually, the patient was placed in palliative care and comfort care initiated. The patient would ultimately expire.